Manufacturer narrative:
This report is submitted on 26 oct 2020.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2020. This report is submitted on 2 september 2020.

Manufacturer narrative:
This report is submitted on june 01 2020.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma.